Event description:
It was reported that myopotential oversensing was observed. Reprogramming was recommended. The device remains implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.